Manufacturer narrative:
(B)(4). The device was manufactured between 04/09/2014 and 04/11/2014. An unused and unopened companion sample was received for analysis. Visual inspection identified no problems with the packaging. Furthermore, the minicap was observed to contain iodine. Underwater pressure testing was performed on the minicap packaging, and no leaks were identified in the packaging. A batch review of the associated lot number was performed, and it revealed no abnormalities during the manufacture of the lot. The reported problem was unable to be verified during the analysis of the companion sample. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap was dry. There was no damage noted to the shipping container or the overpouch. This was found when the overpouch was opened, prior to patient use. The patient stated that the sponges were brown in color. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). A sample was received for evaluation. Upon completion of the investigation, if additional relevant information is obtained, a follow-up MDR will be submitted. This is the same patient/event as (B)(4).